Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the rubber insulation and coating on the temperature sensor and thermistor assembly wires of the fresenius 2008t hemodialysis (hd) machine were melted. The wires were noticed during preventative maintenance. A patient was not connected to the machine at the time of the incident. The biomed replaced the wires to resolve the reported issue. The unit was returned to service at the user facility. The wires were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: device evaluation: the actual devices were returned to the manufacturer for physical evaluation. The thermistor assembly and temperature sensors were tested without failing on a test machine. The rubber insulation on all thermistor assembly and temperature sensors were cracked and peeling exposing the wires. One of the temperature sensors is cut in two pieces. There are no signs of heat damage or charred marks on the temperature sensors and thermistor assembly. The condition of the rubber insulation did not affect the functionality of the thermistor assembly and temperature sensors. The device history record did not reveal any issues or problems related to the reported symptom code(s). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the reported problem was unable to confirm the reported event.